Event description:
Failed femoral nail synthes. End cap came loose, spiral blade backed out. Four piece's to nail. Synthes 12mm cannulated femoral nail, cat # 474.2365 mcn #4334916, exp. 12/2010. Synthes spiral blade 80mm cat #456.80, lot # 5180079. 5.0mm synthes locking screw cat # 459.940, lot # 4578940. End cap synthes cat # 457.010, lot # 4054901.